Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "my surgeon used stryker robot. My knee was replaced september 6,2022. I still can't walk properly, I have had daily pain since the surgery. I also acquired a fractured patella somewhere with the surgery. I have extreme pain at night trying to sleep. I haven't had a good night's sleep since before the surgery."